Event description:
Unomedical reference number: (B)(4). Event occurred in spain. The patient reported that the infusion set's tubing was detached/broken at site connector on (B)(6) 2022. The issue occurred at the time of insertion. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.